Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients¿ blood glucose level rose to 480 mg/dl. The patient removed the pod and observed the cannula was bent. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating that an occlusion occurred. Inspection of the device found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No evidence was found that would result in an occlusion occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.